Event description:
It was reported that the pt developed a staph infection following implant. The pump and catheter were explanted two weeks after implant. The pt recovered from the infection. No pt symptoms were reported. Additional info has been requested, but was not available as of the date of this report.